Manufacturer narrative:
The lay user/patient¿s meter has been returned and evaluated by lifescan product analysis with the following findings: further analysis was not possible for the returned meter due to unknown storage and handling preventing the allegation being physically investigated. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2017, the patient contacted lifescan (lfs) alleging that her one touch verio flex meter had a power issue ¿ does not power on. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged power issue first occurred on (B)(6) 2017 around noon. The patient manages her diabetes with insulin (non-adjuster) and reported she was unable to obtain a result as a result of the product issue. The patient stated that on (B)(6) 2017, around 9:00pm, 33 hours after the alleged issue began she developed symptoms of sweating and shaking and self- treated with grape sugar. The patient reported that she then felt better and no other device was used to obtain a blood glucose result. At the time of troubleshooting, the cca confirmed that this was not the first time the meter was being used and the correct test strips were being used. Based on the information provided, there was no misuse of the product. In addition, cca noted that when the patient pressed the power button the meter did power on. However, when they inserted a new test strip the meter did not power on. The issue remained unresolved. The patient did not have a replacement battery. The patient¿s products were replaced and requested back for evaluation. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.